Manufacturer narrative:
Troubleshooting of the AED with the customer identified that both the AED pads and battery pack were expired. Based on the fact that this AED is well beyond its 10-year design life, and the reported problem, the customer was advised to remove the AED from service.

Event description:
A customer inquired about the AED's end of life and storage / maintenance questions. During troubleshooting the device, it was identified that the AED's battery pack and pards were expired. They reported that this did not occur during patient use.